Event description:
It was reported to st. Jude medical that the patient had a fall in 2003. At the follow-up visit 3 days later, the patient reported that patient felt a shock when an attempt was made to retrieve the pacing lead impedance. Stored electrograms and real time electrograms exhited noise believed to be generated by the device.